Event description:
The customer reported that the device had a discharge failure during patient use. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.